Event description:
It was reported that difficulty to extend a needle occurred. A radiofrequency ablation procedure was performed on a lesion located in the liver. A 4.0 leveen coaccess electrode was advanced to the lesion, but the device did not fully deploy. The device was removed and the procedure was completed. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the unit was returned with its original pouch batch 23673909. Overall visual revision did not identify failures or evidence that could be lost due to decontamination process. A visual inspection confirmed one rf probe was returned for analysis (electrode). No visual damages or defects were observed on the electrode. The electrode connector and cable connector did not have any visual defect. A functional evaluation extended and retracted the tines without resistance. The tines were evenly spaced and undamaged.

Event description:
It was reported that difficulty to extend a needle occurred. A radiofrequency ablation procedure was performed on a lesion located in the liver. A 4.0 leveen coaccess electrode was advanced to the lesion, but the device did not fully deploy. The device was removed and the procedure was completed. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.